Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. All operating currents are within specification. No unexpected alarms were noted. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 236 mg/dl. The customer stated she received a failed battery test from her insulin pump, removed and reinserted the insulin pump's battery, and then received the button error alarm. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).